Manufacturer narrative:
Product analysis: the programmer display was confirmed to be out of calibration and was unable to be calibrated. The connection between the display and printed circuit board (pcb) was re-seated and the stylus calibrated. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that programmer display would not calibrate. It was further reported that the programmer display had unresponsive areas. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.